Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms and loss of capture (loc). Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.